Event description:
Provider states intermittently staying in drive lockout when seat is level. Intermittent the joystick cable is causing an error controller not connected. Securement bracket to hold j/s cable.